Manufacturer narrative:
The customer¿s report that the primary tubing leaked was confirmed. The set was visually inspected and no anomalies were observed. Further inspection under magnification showed insufficient solvent. Functional testing resulted in no leaking during gravity flow. During a pump infusion leaking was noted between the upper fitment and the tubing section. Dimensional testing was performed and the tubing measured within specification. The root cause for the leak was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing and the upper fitment.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer complained of a primary tubing leak while infusing trastuzumab. No further details were provided by the customer, and no patient harm was reported.

Manufacturer narrative:
.